Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 7th august 2013. A visual inspection of the device revealed no apparent defects. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2013 and that it had performed to specification up to the (B)(6) 2017. During this period, information from the history log shows some notable fluctuations in voltage. On the (B)(6) 2016, the device failed the weekly auto self-test due to a low battery. Information from the history log shows an approximate 1.3v drop in voltage from the previous successful self-test. The user would have been alerted with a ¿warning, low battery device service required¿ prompt and a flashing red status led. No further log entries were recorded. The returned pad-pak was inserted into the device. The device successfully passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The pcba was visually inspected with no fault observed. The pogo-pins were then subject to test with a 1.8 a load. With the load on the +ve and then ¿ve terminal, and the pad-pak being agitated, there was an approximate 2v fluctuation in voltage which brought the 18v supply down to 16v, this is the trigger voltage for the device to issue a low battery warning and could potentially have resulted in the low battery fail detailed above. This would have resulted in a ¿warning, low battery, device service required¿ prompt, and a flashing red status led as per the reported fault. This test was also carried out on the patient pogo pins, with a significant fluctuation present. After further investigation it was found the reported fault was caused by the failure of the battery terminal pogo pins. The above report has shown that under load, the voltage fluctuation across the battery terminal pogo-pins was reduced enough to potentially cause the device to give a low battery fail. The device current drain was verified during the investigation and the returned pad-pak measured consistent with a known good pad-pak and would not have caused the device to fail a self-test. Therefore, this report concludes the self-test failure and voltage fluctuations detailed in the report were due to a failure of the battery terminal pogo pins. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced.

Event description:
There was no patient involved. Device displaying a blinking red light.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device displaying a blinking red light.